Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys, expiration date: 28 aug 2021, serial#: (B)(4), UDI #: (B)(4), device available for eval: no. Mfg date: (B)(4) 2020, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post successful implant of a leadless implantable pulse generator (ipg) the patient experienced tamponade. A drain was used and the ipg remains in use. No further patient complications have been reported as a result of this event.